Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 weeks post implant the patient presented with an open wound on the incision. The physician chose to explant the cardiac resynchronization therapy defibrillator (crt-d) system due to the risk of infection. The patient was prophylactically treated with antibiotics. No further patient complications have been reported as a result of this event.